Event description:
Reporter alleged the patient received the results of 513 mg/dl and 148 mg/dl back to back within 10 minutes on the inform system. Reporter stated that the patient was treated with insulin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This information was originally obtained from a voluntary medwatch report numbered: (B)(4). The customer was called to obtain additional information.